Event description:
It was reported that the customer experienced low blood glucose, and she has treated with food. The mother mentioned that her daughter is very active in pe club. Troubleshooting was performed, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. The mother stated that the customer's blood glucose went up to 500mg/dl, then dropped to 320 and went back to 500mg/dl. The mother stated that the drive support cap was sticking out. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Instructed the mother to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.